Event description:
Pt had an elective carotid angiogram for high grade left internal carotid artery stenosis using standard techniques including a 6 french sheath. The procedure lasted about 40 mins. Hemostasis was achieved in the right common femoral artery with a 6 french perclose closure device. A six french sheath had been used during the case. The pt had had diagnostic coronary angiography 6 weeks previous and had recovered without sequelae. Access during the coronary angio was also in the right common femoral artery. The pt subsequently had an uncomplicated left carotid endarterectomy and presented to the emergency room after developing bleeding from the right groin, 2 weeks after the angiogram, fever to 104 f, wbc of 14,000 and a swollen, erythematous right inguinal region. An ultrasound of the right groin was obtained and demonstrated a 2cm pseudoaneurysm. The pt had a high grade staph aureus bacteremia in 4/4 bottles and was taken emergently to the or where an infected pseudoaneurysm was resected with a vein patch. The external iliac to the superficial femoral artery was severely inflamed. The perclose stitch was removed and a muscle flap was brought into the wound. The pt subsequently defervesced and had negative blood cultures after 4 days. Wbc returned to normal and was discharged 10 days following admission on IV antibiotics. Ipsilateral right leg remained viable with no change in distal pulses and no evidence for distal embolization. A cardiac echo revealed no evidence for vegetations.